Event description:
It was reported that an everest polyaxial screw fractured post-operatively. Additional information has not been made available at this time.

Event description:
No new information.

Manufacturer narrative:
We were provided three possible catalog numbers for the device and will update the record if we receive more information. The catalog number could be m5111-05545, m5111-06545, or m5111-06540. H6: coding has been updated to reflect completion of the investigation.